Event description:
It was reported to philips that the device had an issue with the ECG wave. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a configuration issue. Fse found that the 2nd wave form was set to cascade and not none; changed it to none and saved new configuration. Based on the conclusion of the evaluation, it was determined that this was a device software configuration issue. The configuration was changed and saved to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.